Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely due to a damaged component, leaving the needle tip partially extended and unable to retract. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that, the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement. The patient followed the labeling as recommended. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report that his blood glucose levels had been high in the 400's all day and boluses did not bring his bg's down. He removed pod and insulin appears to have pooled near the cannula. Cannula does not appear to be bent. No further issues reported. The device is being returned for evaluation.